Event description:
As reported on (B)(6) 2012, via user medwatch (B)(4), a female pt underwent a endovenous laser procedure which utilized evlt system. During the procedure, as the laser fiber was being pulled back, the ultrasound detected that the fiber was fractured and a piece of the fiber was left inside the pt's vein. The pt is hospitalized and underwent surgical procedure, the next day to retrieve the laser fiber. Pt given general sedation with propofol, and the area was infiltrated with approx 25 mg of lidocaine. The procedure was conducted by removing some sutures existing on a previous incision, which appeared to be very lateral to the location of the foreign body. The incision was then extended approx 3 cm. The vein was opened, the foreign material was removed and then the vein was ligated at both ends with 4-0 prolene. The excess fatty tissue was removed. The pathology report cross examination indicates foreign body received is a yellow translucent glass rod that is 2.7 cm in length and less than 0.1 cm in diameter. The pt is released from the hospital after 3 days with an unsightly, painful 5 in incision scar and leg/angle swelling. Her thigh muscle is deformed and she now faces a lengthy recovery as she attempts to gain full use of her leg.

Manufacturer narrative:
As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. Several attempts were made to obtain the sample for evaluation and as well as follow up information such as the catalog/lot number of the laser fiber used and facility at which the event occurred. Those attempts were unsuccessful. The complaint could not be confirmed. The root cause for the reported defect is unknown. As information regarding the catalog number, lot number or the facility was not provided, a lot history record review could not be conduct nor could a review of the hardware service records for the laser generator. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60 mm." And "reuse of single use devices creates a potential risk of pt or user infections. Contamination of the device may lead to injury, illness or death of the pt. Reprocessing may compromise the integrity of the device and/or lead to device failure." If the device or further information becomes available, the complaint will be reopened and the sample will be investigated. Any new information will be sent via a follow up medwatch. (B)(4).